Manufacturer narrative:
Concomitant products: product ID 3898-33, lot # lc0883, implanted: (B)(6) 2004, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 747140, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported that there was no stimulation sensation. There was a loss of stimulation but it was not remembered when this occurred. A power on reset (por) occurred. All impedances were in normal range with some repeating values. Impedances were run again at an increased amplitude. The range was 759-1024 ohms with values at electrode 6 reading &#53247;?&#56224;the current voltage was noted to be 2.69 volts. Follow-up determined that the por was cleared and reprogramming was performed. The patient left happy. Stimulation was on again. The por was resolved.